Event description:
Per cnf, it was reported that: ?event?bc part got ruptured? After rota was completed, the device was used for a guide wire replacement, but when inflation of the bc part was performed at about 6atm to trap, the st has temporarily increased as if air has mixed into the blood vessels whether due to a balloon rupture that occurred? Or the shaft was damaged? After that, it was released through sigmart and nitro. ? Tortous severity? Severe ? % of stenosis? 90 ? Calcification severity? Severe ? Introducer sheath used? Unknown ? Guidewire used? Unknown ? Guide catheter used? Unknown ? Balloon catheter used? Unknown ? Stent used? Unknown ? Inflation device used? Unknown ? Imaging catheter? Unknown.

Event description:
Per cnf, it was reported that: event bc part got ruptured? After rota was completed, the device was used for a guide wire replacement, but when inflation of the bc part was performed at about 6atm to trap, the st has temporarily increased as if air has mixed into the blood vessels whether due to a balloon rupture that occurred? Or the shaft was damaged? After that, it was released through sigmart and nitro. Tortous severity? Severe % of stenosis? 90 calcification severity? Severe ? Introducer sheath used? Unknown ? Guidewire used? Unknown ? Guide catheter used? Unknown ? Balloon catheter used? Unknown ? Stent used? Unknown ? Inflation device used? Unknown ? Imaging catheter? Unknown.

Manufacturer narrative:
Based on the investigation conducted the complaint (trapper - exchange device - device - damage) could be confirmed. The catheter was inflated to rbp (20atm) and a small pinhole burst was detected on the proximal site of the balloon potentially indicating an interaction with another device during the procedure. The pinhole burst observed on the balloon could potentially cause the air embolism to the patient. No other damage/leakage was observed on the catheter/shaft. There was a small pinhole burst detected at the proximal side of the balloon potentially indicating the device came in contact with another device. The trapper exchange device is an accessory device used to facilitate interventional device exchange while maintaining wire position in patients undergoing percutaneous coronary intervention (pci) procedures. The trapper device interacts with other devices during the procedure. Based on the additional information received for this complaint the trapper device was used to facilitate the following interventional devices guiding catheter: 7fr launcher jr4.0 and rotawire during procedure. Therefore, following review of all available information received and returned device analysis, the most probable conclusion code classification assigned to this complaint is [?]'adverse event related to procedure''. The definition of [?]adverse event related to procedure 'per (B)(4) rev g is: the adverse event occurred during the procedure and the device had no influence on event. The trapper instructions for use (IFU), (B)(4). Lists adverse events potentially associated with the use of trapper exchange device which include but are not limited to [?]embolism'. Following a review of the risk documentation and information available, no updates are required to the risk documentation for the trapper device. The compliant is deemed reportable. Upon above information, escalation is required to quality management team.